Event description:
It was reported that the patient felt no stimulation sensation from their implantable neurostimulator (ins). It was noted that the ins was working but they could not feel the stimulation even after the tried to adjust the stimulation. The patient did have a fall 2 months ago. It was reported that they also had a loss of therapeutic effect and stated that they were constantly going to the bathroom. Using the programmer, it was confirmed that the patient was on program 4 at 4.5 volts. They stated that they usually ran the device at 1.9 volts but was unsure on what program. At the time of report, the patient increased the stimulation to 5.3 volts but felt no stimulation. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See manufacturer¿s report #3004209178-2015-09792 for patient¿s previous fall and device issues.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va09gyf, implanted: (B)(6) 2013, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).